Event description:
It was reported that during a routing maintenance the universal handswitch slipped from safe mode to run mode. There was no patient involvement and no adverse consequences associated with this event.

Manufacturer narrative:
Updated to indicate the product will not be returned as it was discarded by the user facility. The device will not be returned as it was discarded by the user facility; it is not possible to determine the cause of the reported malfunction without an evaluation of the device. The device was discarded by the user facility.

Event description:
It was reported that during a routing maintenance the universal handswitch slipped from safe mode to run mode. There was no patient involvement and no adverse consequences associated with this event.